Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the study: the device was used to divide the duct. The gallbladder was dissected from the liver bed with diathermy. On the first postoperative day, the pt developed signs of peritonitis. She underwent emergency repeat laparoscopy and was found to have bile throughout the peritoneal cavity. After washout of the bile, the cystic stump was examined. The staple line was intact, but bile was trickling through. The cystic stump was reinforced with interrupted absorbable sutures.